Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle fell out of the instrument when being used in the abdomen. Another instrument was opened and used. The current patient status is good. There was patient & user involvement. There was no patient or user injury / hazard. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.